Event description:
It was reported patient underwent a total knee arthroplasty approximately 20 years ago. Subsequently, patient was revised in (B)(6) 2014 due to wear of the polyethylene component.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Follow up attempts to obtain additional information pertaining to event details and product identification are in process. Should additional information be received, biomet will forward a supplemental report to the FDA. (B)(4).